Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the tube clamp assembly on the roller pump would not close each time. One side of tube clamp closes slowly and sometimes seizes, will not close. There was no patient involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The tube clamp will be dis-assembled, cleaned and new grease applied.